Manufacturer narrative:
The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus their 4k camera head has no image. There was no reported patient death, harm or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The olympus service center confirmed the customer's complaint. It was found the no image was due to a faulty cable. The faulty part was replaced. The device was inspected and passed olympus functional standards. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 3 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the faulty cable unit could not be determined at this time. Olympus will continue to monitor field performance for this device.